Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the device's flow delivery was observed. The device was recalibrated to address the issue.